Event description:
Additional information was reported that the lead revision was performed yesterday on (B)(6) 2018) and both leads were replaced. The caller indicated the patient had lots of scar tissue and the leads weren't in an ideal position, so they were moved slightly to the right. The caller indicated the patient's pain is on the left, but during intra-op testing the patient feedback indicated this is the best coverage they've gotten (with leads moved a little to the right). The caller mentioned that the physician stated this patient isn't a "home run" and they aren't very hopeful about the situation, but will wait and see how the patient does post-op. The caller indicated that the physician also stated the patient is challenging as they don't always give the best feedback about their coverage. The patient's stimulation was turned on after the procedure and the patient was feeling stimulation on high density settings, but efficacy of the revision has yet to be determined. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; lot#: serial#: (B)(4); implanted: on (B)(6) 2018; explanted: on (B)(6) 2018; product type: lead; product ID: 977a260; lot#: serial#: (B)(4); implanted: on (B)(6) 2018; explanted: on (B)(6) 2018; product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and consumer regarding an implantable neurostimulator (ins). Information was reported that the patient hasn't gotten good relief since the ins was implanted. If we cannot get good relief through reprogramming the doctor has said he will revise her leads. An impedance check and reprogramming were done. The issue has not been resolved. A revision has been planned. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-08-23, from the manufacturer representative (rep) reporting that the cause of the lead position not being ideal was unknown as the patient¿s feedback changed frequently. It was indicated that the rep was going to reassess the patient¿s efficacy on (B)(6) 2018 during post-op. It was indicated that the explanted leads were in the hospital as they kept them for processing. It was indicated that the provided information had been confirmed with the physician. Additional information was then received on (B)(6) 2018 from a nurse reporting that the patient had their system revised last week. They stated the patient had good results from the trial, but a month or so after they were implanted the patient was not getting as good of results as the trial. It was stated the physician was going to move the leads but couldn't, so they ended up replacing the leads. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-07-30 from the health care provider (hcp) via a manufacturer representative reporting that the cause was unknown but the health care provider (hcp) thought the patient needed a lead revision. The hcp thought the leads were not in the right spot to give adequate pain relief. There were multiple reprogramming sessions with the manufacturer representative. A surgery was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and consumer regarding an implantable neurostimulator (ins). Information was reported that the patient hasn't gotten good relief since the ins was implanted. If we cannot get good relief through reprogramming the doctor has said he will revise her leads. An impedance check and reprogramming were done. The issue has not been resolved. A revision has been planned. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018. Explanted: (B)(6) 2018. Product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018. Explanted: (B)(6) 2018. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that as of 2018-08-31 it was reported that the patient was happy with programming and they reported over 50% relief. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-07-30 from the health care provider (hcp) via a manufacturer representative reporting that the cause was unknown but the health care provider (hcp) thought the patient needed a lead revision. The hcp thought the leads were not in the right spot to give adequate pain relief. There were multiple reprogramming sessions with the manufacturer representative. A surgery was scheduled for (B)(6) 2018. No further complications were reported.